Event description:
It was reported the patient¿s pacemaker was in back-up vvi. At the clinic on (B)(6) 2017, the engineering test page was accessed and firmware was reloaded which successfully restored normal device function. The patient was stable before, during and after the reprogramming.